Event description:
As reported by the equinoxe shoulder study, approximately 3 months post initial right tsa, the 63 y/o male patient experienced a dislocation. Patient felt a pop in his shoulder after moving it from the window of a vehicle. Patient had a standard reverse with preserve stem revision, and the event was resolved. Per the clinical report, the reported event is possibly related to the device and to the procedure. This was received through clinical data collection activities and no device return is anticipated.

Manufacturer narrative:
Pending investigation. D10: 300-30-08 - equinoxe preserve stem 8mm: (B)(6). 320-06-38 - glenosphere 38mm: (B)(6). 320-10-00 - equinoxe reverse tray adapter plate tray +0: (B)(6). 320-15-08 - sup/post aug plate, r rs glenoid baseplate: 6681433 320-15-05 - eq rev locking screw: (B)(6). 320-20-00 - eq reverse torque defining screw kit: (B)(6). 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm: (B)(6). 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm: (B)(6). 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm: (B)(6). 321-20-00 - equinoxe reverse shoulder drill kit: (B)(6).

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The cause of the patient¿s shoulder dislocation and subsequent revision reported cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Dislocation is a known risk, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.